Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510(k) no: k130280 the actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. A review of the device history record of the involved product code/lot number combination revealed no findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that the involved capiox device had water that dropped from the gas outlet. The procedure outcome was reported to be unknown. There was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. The actual sample was received for evaluation. Visual inspection revealed no anomalies, such as a break, in the appearance. It was found that the blood outlet port and the blood inlet port respectively had the port adaptors included in this product code attached to them. The actual sample was built into a circuit by connecting tubes to the port adaptors and colored saline solution was circulated in it. A seeping leak was noted at the gas-out side when a pressure was applied to the inside of the circuit. Subsequently, the port adaptors were removed from the blood ports, the tubes were connected to the blood ports directly, and a pressure of 2.0kgf/cm2 was applied to the inside of the circuit. A seeping leak was note at the gas-out side. This demonstrated that it was not at a gap at the joint between the port adaptor and the blood outlet port that the reported leak had occurred. The actual sample was filled with a staining solution to stain the leak channel. Visual and magnifying inspections of the actual sample, after the housing and heat exchanger having been removed from it for better visibility, found a leak channel running along the fiber on the urethane potted section, with the presence of some air bubbles around the leak channel. A CT inspection of the leak channel revealed that, in addition to the presence of the air bubbles, there were some portions of the potted urethane which appeared to have been slightly separated from the outer cylinder as well as from the fibers. Visual inspection of the current product sample, focusing on the same location as that on the actual sample where the leak channel had been generated, found the presence of some air bubbles. It has been known that air bubbles are prone to remain on this location during the urethane potting process. The amount of the air bubbles seen on the actual sample was confirmed to be on the acceptable level. IFU states: do not use an oxygenator that leaks. There is no evidence that this event was related to a device defect or malfunction. The investigation results, it is likely that the actual sample was exposed to some excessive shock force after the leak test before the actual use at the involved account and the potted urethane was separated from the outer cylinder and the fibers, where the air bubbles and the gap generated between the potted urethane and the outer cylinder/fibers linked to form a leak channel. However, the exact cause of the reported event cannot be definitively determined based on the available information.